Event description:
It was reported that this right ventricular lead exhibited high out of range shock impedance. Reprograming of the device and a potential lead revision were discussed. This lead remains in service. No further adverse patient effects were reported. Additional information was received detailing that the following week, the patient was hospitalized and a defibrillator threshold test (dft) was performed due to the physician suspecting an intrinsic electrolytic or biochemical imbalance from the patient and this would help to balance the device impedance measurements. The test was successful and the patient was discharged.

Event description:
It was reported that this right ventricular lead exhibited high out of range shock impedance. Reprograming of the device and a potential lead revision were discussed. This lead remains in service. No further adverse patient effects were reported.